Manufacturer narrative:
(B)(4). Report source, foreign: event occurred in (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicates that 703 products optipac 40 refobacin bone cement r-3 reference 4710500394-3 batch 848ba04170 were manufactured on 25 january 2019. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that patient underwent revision surgery post three months of the implant surgery due to loosening of the implant. During the revision surgery the cement was found as white in color instead of green.

Event description:
It was reported that patient underwent revision surgery post three months of the implant surgery due to loosening of the implant. During the revision surgery the cement was found as white in color instead of green.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: h2, h10. The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No similar complaint was received regarding optipac 40 refobacin bone cement r-3, reference (B)(4) within a year. With the available information, the exact root cause of the event could not be determined. A summary of the investigation was sent to the complainant conveying zimmer biomet conclusions if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.